Manufacturer narrative:
Date of event: estimated since unknown. Implant date: estimated since unknown. Malik, kashif et al., intra-operative findings with massive device-related thrombus after percutaneous left atrial appendage closure: mechanistic insights, heart rhythm, volume 19, issue 5, s127 - s128.

Event description:
It was reported via journal article that thrombosis occurred post procedure. The patient completed 45 days of warfarin and aspirin after implantation. Post implant surveillance transesophageal echocardiogram (tee) was performed. The watchman flx laa closure device was well-seated without gross findings of malposition or peri-device leaks. The central screw was visible without evidence of endothelialization. A large device related thrombus (drt) measuring 2 x 2 cm2 was noted. The patient was treated with warfarin and subsequently dabigatran with improvement in the size of thrombus on tee. However, a gastrointestinal bleed led to the cessation of anticoagulation. Subsequent tee demonstrated enlargement of the drt (3x2 cm). The patient was referred to cardiac surgery for thrombectomy and resection of the watchman flx and left atrial appendage.